Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during an endoscopic nasal bile drainage procedure. According to the complainant, during the procedure after cannulation, the jagwire included in the kit was inserted into the body; however, it was difficult to advance past the stricture. While attempting to pass the stricture, the coating of the jagwire tip peeled off, exposing the tip of the core wire. The peeled coating of the guidewire detached into the patient. The physician deemed there was no adverse effect to the patient and did not remove the peeled coating. The procedure was not completed at this time, as it was deferred. There was no damage noted to the device, or device packaging prior to the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the physician opted to take a wait-and-see approach; however, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during an endoscopic nasal bile drainage procedure. According to the complainant, during the procedure after cannulation, the jagwire included in the kit was inserted into the body; however, it was difficult to advance past the stricture. While attempting to pass the stricture, the coating of the jagwire tip peeled off, exposing the tip of the core wire. The peeled coating of the guidewire detached into the patient. The physician deemed there was no adverse effect to the patient and did not remove the peeled coating. The procedure was not completed at this time, as it was deferred. There was no damage noted to the device, or device packaging prior to the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the physician opted to take a wait-and-see approach; however, the patient's condition was reported to be okay.

Manufacturer narrative:
The date of event is unknown. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The reported event of the tip detached exposing corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complaint was able to be confirmed. The product analysis found the pebax section completely detached from the corewire tip of the device . Remnants of pebax were found at the flare side, and remnants of adhesive were also found, indicating that the pebax section was properly attached to the corewire. The pebax section was not returned for analysis. It is possible that unstated procedural factors and possibly clinical factors may have contributed to the pebax detaching, including, but not limited to interaction with other devices, handling of the device, and condition of the treated lesion. Therefore, the most probable root cause for this incident is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown.